Event description:
Hamilton company rec'd a report that a microlab at plus instrument put characters of a sample barcode into an adjacent barcode location, in the barcode file. No death or injury resulted from this event.